Event description:
It was reported that three days following this implant procedure of this right atrial (ra) lead, the patient experienced asystole and was hospitalized. Upon interrogation, increased threshold measurements were noted. The device output was reprogrammed and the patient was discharged. However, after another few days, loss of ra capture was noted during a remote device data review. The patient was brought in for a revision procedure. This ra lead was subsequently explanted and replaced. This ra lead is expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.

Event description:
It was reported that three days following this implant procedure of this right ventricular (rv) lead, the patient experienced asystole and was hospitalized. Upon interrogation, increased threshold measurements were noted. The device output was reprogrammed and the patient was discharged. However, after another few days, loss of rv capture was noted during a remote device data review. The patient was brought in for a revision procedure. This rv lead was subsequently explanted and replaced. This ra lead is expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.

Manufacturer narrative:
This report is being submitted to provide correct information in b5 and h6.

Event description:
It was reported that three days following this implant procedure of this right ventricular (rv) lead, the patient experienced asystole and was hospitalized. Upon interrogation, increased threshold measurements were noted. The device output was reprogrammed and the patient was discharged. However, after another few days, loss of rv capture was noted during a remote device data review. The patient was brought in for a revision procedure. This rv lead was subsequently explanted and replaced. The rv lead is expected to be returned for analysis, but has not yet been received. The patient was stable with no additional adverse effects.